Event description:
It was reported that a free flow occurred on a pt. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 6/5/98. File # 02-98-135. The pump was not returned for evaluation, however, the hospital biomed tested the pump and no fault was found. The user facility has been informed of issues that could contribute to overinfusion such as mis-programming the pump, misloading the set, or not using the roller clamp when the set is outside of the pump mechanism. The MFR has also implemented the following actions to reduce the possibility of overinfusions: the correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated 4/11/97 has been mailed instructions the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.